Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during maintenance, when a ventilator was turned on the screen became inoperable. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the returned single board computer (sbc) printed circuit board (pcb). Visual inspection found no anomalies. The unit was power cycled, and failed power on self-test (post). The splash screen would not clear, and there were no alarms generated. This is a known issue caused by the processor¿s malfunctioning component called u700. The customer reported complaint was verified.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.